Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 10 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d4, d8, d9, h4, h6, h11 this report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: mar 24, 2026 sampling from: all channels cfu: <10 cfu bacterial identification: pseudomonas aeruginosa, acinetobacter baumannii sampling date: mar 31, 2026 sampling from: all channels cfu: <10 cfu bacterial identification: pseudomonas aeruginosa olympus provided the following result of the culture test, performed at the third-party labs: sampling date: apr 29, 2026 sampling from: all channels cfu: n/a bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information received from the customer.